Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative contacted the facility biomedical engineer and provided the part number for the pump control panel. The customer plans to replace the pump control panel in-house. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the switch on top of the s3 roller pump did not work during a procedure. There was no report of patient injury.